Event description:
Rptr c/o illness, hair loss, vertigo, fibromyalgia, fatigue, shakiness, weakness, short-term memory loss, canker sores, rashes, ptosis of left eye, dry eye syndrome, "diplopia of right eye", swollen legs, hands, fingers and lymph nodes, joint pain, lump in throat, rough mouth, eye and temple pain, numbness and tingling in arms, legs, hands, feet, and around mouth, and disablility since 1988 after having silicone implants replaced on 2/11/87. Left breast implant diagnosed with intracapsular rupture by MRI on 12/5/95. Multiple lymphnodes contain silicone. Cbc showed poikilocytosis and anisocytosis. Implants removed 11/27/96.